Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. A flexor ansel guiding sheath was returned for investigation. The shaft of the sheath is separated into two pieces. The separation location is 33.2cm from the distal end of the connector cap. The tubing at the separation site is frayed, and there is exposed coiling exiting from the distal end of the proximal segment. The tubing of the distal segment displays accordion-like damage, which measures 7.5cm in length. The nylon material is torn 4.7cm from the proximal end of the distal segment. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest that product was not manufactured to current specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, the tubing specifically, is100% inspected and verified prior to release. Based on the available information and examination of the complaint device, and the results of our investigation, a definitive root cause could not be determined as it may be attributed to the patient¿s clinical condition, and/or the healthcare professional¿s technique/procedure, and/or the malfunction of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in a lower leg angiogram procedure via contralateral approach. A directional catheter was being used through the sheath. It was reported that the distal portion of the sheath broke off while it was up and over the bifurcation. The piece of sheath was removed by an additional access site in the groin. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.